Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 555 mg/dl at the time of the event. Troubleshooting was performed. The prime and high pressure tests passed. The basal rates were not programmed correctly. The customer stated that his basal rate should have been set for 1.5 units per hour, but from one in the afternoon until midnight, the basal rate was set to zero. The customer was assisted with correcting the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.